Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The devices were not returned, therefore their conditions cannot be described. The device history records could not be reviewed as the item and lot information is unavailable. These devices were used in treatment. No applicable patient history is available for review. Complaint history searches could not be performed due to lack of device identification. Compatibility of the devices could not be assessed without device identification. With the information provided, a definitive root cause cannot be determined.